Event description:
The recipient is reportedly experiencing pain around the implant site with and without device use. The recipient is currently taking pain relief.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.